Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that both the right atrial (ra) lead and right ventricular (rv) lead dislodged. Both the ra lead and the rv lead were explanted and replaced. The implantable pulse generator (ipg) was explanted and replaced for an unknown reason. No patient complications have been reported as a result of this event.